Event description:
The report rec'd from the clinical study registry indicated that a pt experienced a myocardial infarction and a thrombotic event eight days after implantation of a cypher stent in the left anterior descending coronary artery, which had previously been revascularized two months earlier. The indication for the procedure was stable angina, positive stress test and resting eeg changes. The target lesion was described as 2.3 x 24mm, restenotic (in-stent restenosis of a driver bare metal stent), bifurcated irregular, little or no calcification with a type b2 classification and a 99% stenosis. The vessel was pre dilated with an unknown 2.0 x 20mm balloon at 16 atms and a 2.5 x 28mm cypher stent was implanted at 16 atms. Post dilatation was not conducted and the pt was discharged home three days later on aspirin, clopidogrel, insulin, statins, lipid lowering drugs, ace inhibitors and beta-blockers. Eight days post implantation of the cypher stent; coronary angiogram confirmed a q-wave anterior wall myocardial infarction with elevated cardiac enzyme (ck:3; troponin: >5). A thrombosis with 100% stenosis was also reported and it is believed that the thrombosis was caused by mal apposition of the stent (under expanded stent). The thrombosis was treated by balloon dilatation only. The pt remained asymptomatic at one-month follow-up.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within 30 days upon receipt.